Event description:
Provider states the caregiver stated the chair fell off of the ramp in year 2013 month of (B)(6), provider did not know if it was a home ramp or to a facility. Provider states he was never told of the incident until friday. Provider states the female end user is a heavy user and rocks back and forth in the chair. Note: changed date of event from (B)(6) 2015 to (B)(6) 2013 based on complaint issue description.